Event description:
An aq2003v model lens was damaged while being inserted. The lens touched the eye but was not implanted. There was no pt injury it is unknown if the lens or delivery system malfunctioned.